Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose from (B)(6) 2018 with blood glucose of below 20 mg/dl at the time of the incidents. The customer was at 200 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump may be over delivering insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over delivery or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The test reservoir volume matches the units remaining in the status screen. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.